Event description:
The customer reported to olympus, the ureteroscope had a broken distal end. The issue was found during reprocessing. The intended procedure being performed was a diagnostic ureteral tube. The procedure was completed using another device. The patient was not under anesthesia. There were no reports of patient harm.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was confirmed. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, associated with update to h3, h6 coding. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, the cause of the event is likely due to excessive use. Olympus will continue to monitor field performance for this device.